Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the surgeon had to hold the green cord throughout the procedure in order to keep the power on the vh-3000 activated. The surgeon completed the procedure using the reported unit. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device for investigation on (B)(4), 2010. A visual inspection revealed that the silicon on the back of the cold and not jaws was peeling, the hot jaw was charred, and the cold jaw was very burnt. There was some evidence of blood on the device. Resistance measurements were not within specifications. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications where during several device activations it would not activate. Based upon the functional test, the reported complaint "would not continually activate" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. This lot was manufactured prior to several corrective actions put into place for this type of failure mode. (B)(4).